Event description:
The cypher prod was opened and it was noticed that the struts on the proximal end were opened and flaring. The prod was not clinically used. A second cypher stent was used to treat the pt.

Manufacturer narrative:
Please not that this device is distributed outside the united states. However, it is similar to the us distributed drug eluting stents. The prod has been rec'd for eval. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.